Manufacturer narrative:
H.6. Investigation: customer returned (4) 3/10cc, 8mm, 30g syringes in an open poly bag from lot # 0098914. Customer states that when drawing the drug solution from the vial, the hcp noticed that the drug solution became turbid. All returned syringes were examined and 2 samples exhibited smeared ink on the barrel. A review of the device history record was completed for batch # 0098914 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Root cause cannot be determined. H3 other text : see h.10.

Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿ needles had foreign matter in the fluid path. The following information was provided by the initial reporter : the customer reported that when drawing the drug solution from the vial, the hcp noticed that the drug solution became turbid.

Manufacturer narrative:
Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿ needles had foreign matter in the fluid path. The following information was provided by the initial reporter : the customer reported that when drawing the drug solution from the vial, the hcp noticed that the drug solution became turbid.